Event description:
It was reported to st. Jude medical that noise was observed on the electrograms which caused inappropriate detections and therapies to be delivered. Following the shock, the bipolar electrogram flatlined and the device began to pace. The real time electrogram showed the pacing only on the bipolar channel. The far field channel showed intrinsic activity with asynchronous pacing occurring. Since the pacing circuit operates off the bipolar signal and the ICD is pacing asynchronously despite the presence of intrinsic activity, a sensing anomaly is suspected. However, pacing appeared to capture the ventricle indicating a potential pace/sense lead problem. The decision was made to explant the ICD. The lead will be tested and replaced if necessary.